Event description:
It was reported to nova biomedical that a consumer received a result of 208 mg/dl on their blood glucose meter. The consumer administered a 4.4 units of insulin based on that reading. The consumer subsequently experienced a hypoglycemic event not requiring medical intervention, but consumed milk with syrup to raise her blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.